Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2013 to repair a quadriceps tendon. The 18mm tibial bearing was replaced with a 20mm tibial bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.